Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review could not be completed as the lot number was not provided by the customer. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should additional relevant information be received, a follow-up report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set which burst while being used with a power injector. According to the report, a nurse connected a power injector to the most distal y-site (closest to the patient) and began injecting contrast at an unknown flow rate. While injecting the contrast, the tubing ruptured between the y-site and the male luer which was connected directly to the patient's catheter. A slight amount of blood backed up into the tubing and got on the patient and the floor. Normal saline 0.9% was being infused prior to the event. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During visual inspection a rupture, approximately 1/2 inch in length, was found in the tubing. The rupture was located between the bottom y-site and male luer. The cause of the reported malfunction was determined to be related to the user. This product is not approved for use with a power injector. The label copy was determined to be appropriate.